Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer experienced an elevated blood glucose (bg) reading; value was not provided. No additional patient or event information was available pertaining to high bg as customer does not recall. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter.